Manufacturer narrative:
Unable to detach the micrusphere xl 10 system stretch resistant coil 5mm x 14cm (mxl10051420/g10085). This was the 3rd coil to be placed. The physician mentioned that there came some water on the coil hub and maybe therefore the coil would not detach. They also did try with another connecting cable and the coil did not detach. After withdrawing the coil without problems additional coils were inserted and detached without problems. The lot numbers of the used cables were not noted. They did not see any fault lights on the dcb (details unknown). The most likely root cause of the non-detachment was due to wiring damage or an incomplete solder joint in the resistive heating coil. The exact source of this damage can not be determined. Based on the information and the analysis, the event could not be confirmed. No corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting. Concomitant medical products and therapy dates: 2 connecting cable (details unknown); dcb (details unknown).

Event description:
Unable to detach the micrusphere xl 10 system stretch resistant coil 5mm x 14cm (mxl10051420/g10085). This was the 3rd coil to be placed. The physician mentioned that there came some water on the coil hub and maybe therefore the coil would not detach. They also did try with another connecting cable and the coil did not detach. After withdrawing the coil without problems additional coils were inserted and detached without problems. The lot numbers of the used cables were not noted. They did not see any fault lights on the dcb (details unknown).